Event description:
A low glucose readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified lower glucose sensor scan results compared to unspecified glucose readings obtained on a competitor brand device and it is unknown whether the customer noted a trend arrow on the device. The customer experienced being "aggravated" and was able to self-treat with insulin. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.